Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/04/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/13/2013 with the following findings: during investigation, the pump was powered on and the display was clear and legible. The complaint of the reduced contrast brightness was not able to be duplicated. No defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings:the keypad was found to be peeling from the down arrow button to contrast button. Evaluation revealed the up arrow and contrast buttons are unresponsive. There was evidence of keypad contamination found under the up and down arrow button key contacts. The contrast button key contact is missing. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a fading/dim display issue. The reporter stated that the pump backlight brightness has been reduced considerably. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.